Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had broken output connectors. It was also indicated that the hanger was contaminated and both display wires were pinched. It was also indicated that the keypad, flex cable and display window were damaged. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that external pulse generator (epg) had broken output connection that would not hold the cable connection. The epg was returned for service. No patient complications have been reported as a result of this event.